Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from FDA, which states ¿patient was receiving an IV infusion of diltiazem at a rate of 5ml per hour. After only 40 minutes of the infusion, the entire 125ml IV bag was noted to be empty. No patient harm"."test #1testing on [ (B)(6) 2018 ] : testing of the device after the incident revealed no problems,nor were there any indications of malfunctions in the device logs. A delivery rate of 5ml per hour was successfully reproduced over a prolonged period. There was no evidence of drug leakage or diversion during the incident." The customer reported that a primary infusion of diltiazem was programmed for a rate of 5ml /hr. But infused faster than expected. It was reported that 125ml had infused after 40min. There was no leak identified from the tubing.

Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was neither confirmed nor replicated. The pcu event log shows that the pump module was programmed at 12:00 pm on (B)(6) 2018 to infuse diltiazem 125mg/125ml at a rate of 5ml/hr with a vtbi of 100ml; the infusion continued until 12:41 pm when the device was channeled off. The volume recorded as being infused during this period was 3.37ml. There were no alarms prior to the device being channeled off. Functional testing performed found the pump module to be under infusing. This was corrected by performing rate calibration on the device. The device then passed rate accuracy testing. The root cause of the device infusing faster than expected was not identified.